Event description:
On (B)(6) 2010, pt reported the up button on the infusion device started to work intermittently. This was noticed on (B)(6) 2010 when attempting to bolus for lunch. Up button still produces beeps and vibrations, and all other buttons work as intended. Infusion device has not been dropped or exposed to water or insulin ingress. Up button does pop up after being pressed and released. Pt boluses 6 times per day and has used this infusion device since (B)(6) 2007. Pt was camping on (B)(6) 2010 when the up button first failed to respond. This resulted in elevated blood glucose of 360 mg/dl. Target blood glucose is 65-120 mg/dl. Pt switched to backup infusion device and bolused to correct elevated blood glucose. Pt remains on backup infusion device. No alerts or errors were received. There has been no blood, air bubbles, or leaks in the system. Pt does not reuse insulin cartridges. There have been no concerns with infusion sites, and time and basal rates are programmed correctly. Pt has missed some boluses due to button failure. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.